Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a pocket revision as the device was flipped over the clavicle. It was noted that the patient manifested twiddler¿s syndrome. In addition, the leads were double sutured with no further issues. Additional information indicates that according to the field representative, it did not appear as though the device had migrated, however, the leads were fine all throughout the procedure. This pacemaker was repositioned and remains in service. No additional adverse patient effects were reported.